Event description:
The rptr was performing a blood test when she got the er1 message. She felt that she was not doing the test correctly. She also had problems obtaining ss strips. The technical services rep sent her strips along with mail order vendor phone numbers.